Event description:
It was reported that the patient has been feeling tired, throbbing head, pounding heart rate, nausea and pressure in their eyes. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Records indicate that the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).